Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0874 inches. Unit was successfully downloaded using thump. Pump communicated and calibrated properly with test guardian link transmitter. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter and no lost connection noted during testing. No unexpected alarms/alert/anomalies noted during testing. Unable to verify low bg's. Confirmed 7.8 units of normal bolus was delivered on (B)(6) 2024 between 00:03:57.000 and 23:26:47.000. Pump was cut open to perform visual inspection and found moisture damage¿on the force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. No unexpected alarms/alert/anomalies noted during testing, unable to verify low bg's. No device problem found however, moisture damage was found. No communication pump to transmitter was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, harm reported with no reported allegation of a device malfunction, sensor glucose vs. Blood glucose. The customer reported blood glucose value of 38 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) unomedical, mmt-1885, mmt-7040a, mmt-332a. Customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. Explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-1885. Product return requested for mmt-7040a. Customer declined to return, or is unable to return. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.